Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are devices available for evaluation? Please follow up and provide device return status.

Event description:
It was reported that the patient underwent an unknown breast procedure on (B)(6) 2019 and suture was used. The needle detached from suture during use. The needle was removed from the surgical field. Another device was used to complete the procedure. There were no patient consequences were reported.